Event description:
The right renal artery was canulated with the visi-pro and an 035 wire. The lesion was noted on the ostium of the renal artery and the physician decided to use the visi-pro stent. The sheath was placed in the aorta up to the renal artery. The visi-pro stent was advanced into the renal artery and into lesion. The visi-pro stent system advanced through entire lesion. The physician decided to retract stent system back into the sheath, and resistance met while retracting. At this point visi-pro stent was noted coming off the delivery system. The physician was able to push the entire system forward and deploy the stent in the renal artery. However the stent had pushed in further than expected. A second stent was needed to cover up to the ostium. No adverse events occurred.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted.